Event description:
A (B) (6) female pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was not suitable for aaa repair since the proximal neck was severely tortuous. Final confirmatory angiography revealed a proximal type I endoleak. Another MFR's stent was placed at the proximal site and ballooned with another MFR's balloon catheter, and another ballooning with another MFR's stent graft balloon catheter was performed to secure the stent. A slight endoleak was observed, but the physician assumed it would be resolved after heparin neutralization, and finished the procedure. The pt's condition after the procedure is unk as not provided by reporter.

Manufacturer narrative:
(B) (4). As add'l stent placement and ballooning was performed, this prolonged the procedure for the pt. Due to endoleak, add'l stent and ballooning was performed. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. A key anatomic element that may affect successful exclusion of the aneurysm is severe proximal neck angulation. Incomplete sealing within the vessel may result in increased risk of endoleak. Without images, we are unable to comment on the pt's suitability for evar. According to the complaint correspondence, the pt's anatomical form was not suitable for evar due to angulation of the proximal neck. The angulation of the proximal neck likely resulted in incomplete sealing. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.